Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that after the battery was replaced the screen was blank, so the patient removed and reinserted the battery, and after each battery removal and reinsertion, the screen remained blank. Reportedly, a review of the alarm history indicated that 8 call service alarms had occurred dated (B)(6) 2007, 12am. It was reported that the pump had audible tones and vibrations but no screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.